Event description:
It was reported there was a crack on the intraocular lens during a post-operative examination following implantation. The lens was fully inserted and the physician decided not to remove it. The patient had a pre-operative visual acuity value of 0.4 and a post-operative visual acuity value of 1.0 j1. There was no any patient injury. No any intervention was reported. The patient recovered and was satisfied. No medication was prescribed, no sutures were required, and the procedure was not delayed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided.section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implantedsection e1: reporter: middle name: unknown/ not providedsection e1: reporter: email address: unknown/ not providedsection e1: reporter: address: address - line 1: (B)(6) .section e1: reporter: address: city: unknown/ not providedsection e1: reporter: address: state, province, or territory: unknown/ not providedsection e1: reporter: address: telephone number: (B)(6).section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.